Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease and underwent endovascular therapy. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated twice at 14 atmospheres (atm) and once at 10 atm each for 30 seconds respectively. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different balloon. No patient complications were reported.